Manufacturer narrative:
The customer found a small drop of liquid beneath the potassium electrode. The customer cleaned it, re-assembled the electrodes, and performed ise checks, and a precision run. Qc measurement showed a good performance. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 results for one patient sample from the cobas 6000 c501 module. The initial sodium result was 128 mmol/l, and the repeat result was 134 mmol/l. The initial potassium result was 3.23 mmol/l ,and the repeat result was 5.38 mmol/l. The questionable results were not reported outside of the laboratory.